Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user indicated he stopped hearing with the device 3 weeks ago. Family denies head trauma or illness. The user was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user indicated he stopped hearing with the device 3 weeks ago. Family denies head trauma or illness. Re-implantation is tentatively scheduled.